Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had rows a and b failed and off the bus. A field service engineer (fse) re-seated the connections, but the issue persisted. The fse then replaced the retractor, but the issue remained. The row board cable was replaced, yet the problem continued. The board was tested and found to be functioning properly, but it was replaced anyway and tested again, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main 3.1 and aux 2.1 drawers were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.